Manufacturer narrative:
Additional, changed, and/or corrected data. The event of "small amount of fluid collected posterior to the left prosthesis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii, small amount of fluid collected posterior to the left prosthesis.

Event description:
Patient later reported capsular contracture, baker grade iii, "sparse cysts" and "a small amount of fluid collected posterior to the left prosthesis " via us report. This record is for the left side. The device remains implanted. Physician exonerated the event of cysts in the patient and cysts are considered not device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports "started feeling crease on breasts, in the upper area, and both breasts got lower", and capsular contracture, baker grade unspecified. This record is for the left side. The device remains implanted.